Event description:
On (B)(4) 2013, the reporter stated that the wa substance users' association have recently received complaints from clients of 4 cases of a needle breaking while in their arm. In one of these cases the needle required surgical removal by a doctor which did not take place until 6 weeks after the incident occurred. No further info is available.

Manufacturer narrative:
A sample has not been received. A root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.